Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Trend data indicated that beginning (B)(6) 2015 the rv pacing impedance measured 646 ohms which was up from what was previously measured at 456 ohms. (B)(4).

Event description:
It was reported the patient was experiencing diaphragmatic stimulation, painful hiccups, and retrosternal chest pain within three days of their implant procedure. It was also reported that the thresholds on the patient's right ventricular (rv) lead decreased three days after implant, while the rv lead impedance had a spike over the same period. It was also reported that the rv lead had no integrated bipolar capture. The rv lead was surgically repositioned from the rv apex to the rv septum and remains in use. There were no further patient complications reported.